Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of air in line alarm keeps going off was not reproduced. The evaluator was able to successfully load a set and during evaluation and no alarms occurred. A review of the event history log (ehl) revealed occurrences of multiple reload set and no air-in-line alarms were revealed on last days of use. A ¿reload set!¿ message can occur with the language: ¿tube not properly loaded in air detector,¿ and can result from improper set loading by the user. The history log cannot be used to determine if the ¿air in- line!¿ alarm was true or false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as a reload set alarm. The cause of the condition was determined to be ultrasonic sensor was found to be out of specification. The ultrasonic sensor will be replaced to correct the reported problem. This alarm occurs upon pump-tubing set-up (tubing loading). Issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump kept alarming air in line. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.